Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received compromised force sensor system on insulin pump. The customer¿s blood glucose level was unknown. It was reported that, pump had compromised force sensor system and insulin squirt out during manual prime. Customer was disconnected during prime. Pump not bumped or dropped and no damaged on drive support cap appeared. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received the compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number, stained end cap sticker and debris under window.